Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a unexpected battery power loss. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed for unexpected battery power loss and noticed that the customer did not receive a low battery alert prior to the replace battery now alarm. The customer also stated that this was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.